Manufacturer narrative:
The suspect device was returned for evaluation. The device was examined visually. The complaint is confirmed. The root cause is attributed to excessive force applied to the device during use. A review of the device history record and complaint database could not be performed since the lot number was not provided. Corrective actions are in process.

Manufacturer narrative:
The device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during an endovascular aortic repair [evar] procedure, the catheter tip detached within the patient. The physician had acquired bilateral femoral vascular access via seldinger technique. A guidewire was advanced to the aneurysm site and an aortogram was taken to visualize the actual location and size of the aneurysm. The physician noted that significant vascular tortuosity was experienced. A stent-graft was then inserted through the femoral artery, advanced to the aneurysm site over-the-wire, and deployed. A secondary aortogram was taken to ensure proper graft wall apposition and possible endoleaks. During guidewire manipulations post-graft placement, the physician noticed a difference in the tactile feel of the guidewire. As the physician was removing the catheter and the guide wire together, the catheter tip detachment was noted. The detached catheter tip was successfully removed, along with all interventional equipment necessary for this procedure. No residual particulate was identified within the patient's anatomy. The patient's femoral incisions were sutured closed and the patient was transferred to post anesthesia care unit [pacu], for recovery.